Event description:
The customer reported having problem with their blood glucose meter and were hospitalized at the beginning of this year due to low blood glucose. Suggested that the customer calls the help line anytime they are hospitalized, or has problems with the pump to be assisted.